Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that stimulation output did not change as expected with the adaptivestim. The patient noticed that the amplitude was not transitioning and was either too low or too high. The adaptivestim has ¿never worked quite right¿ and has progressively gotten worse. The patient has to use the patient programmer to manually change the amplitude. The manufacturer representative had already reprogrammed and reoriented the implantable neurostimulator, but the adaptivestim is not being recognized and giving a message that the ¿group needs to have two different posture amplitudes defined.¿ positions and amplitudes for groups with adaptivestim were viewed and defined. The amplitudes were programmed for the desired positions. Adaptivestim was tested and the issue was resolved. The manufacturer representative had claimed that they had done this previously, and it did not take, but the situation was resolved at the time of the report. This issue had been occurring since implant. There were no patient symptoms or complications reported.